Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All button function properly. Insulin pump was monitored for 24 hours with multiple basal rates and programmed with the current date and time. Insulin pump function properly, no frozen screen, audio or beep or time clock anomaly noted. Insulin pump passed the unexpected restart test. No unexpected restart alarm noted during testing. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Pump received with cracked reservoir tube lip.

Event description:
Customer reported a frozen display, constant tone and an error alarm. Customer also stated that there was no response from any buttons. Customer's current blood glucose reading is 136 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.